Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is feeling sluggish and their legs feel tight. The patient¿s right ventricular (rv) lead is experiencing t-wave oversensing (twos). The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was brought into the clinic and the rv lead was reprogrammed.